Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact. Visual inspection revealed a puncture hole near the tip end of the lead consistent with a backloaded guidewire escaping the lumen. Laboratory analysis confirmed that unintended use error caused or contributed to this event. This report contains correction in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, h1 type of reportable event, h2 if follow-up, what type and h6 impact codes.

Event description:
It was reported that this left ventricular (lv) lead was attempted implant as the coronary wire was perforated when this lead was inserted. Subsequently, a different lv lead was successfully implanted. No additional patient adverse effects were reported. This lead is expected to return for analysis. Additional information received indicated that the guidewire punctured the lead's insulation while the lead was advancing over the wire. The puncture occurred outside patient's body. The lead was damaged during the attempted implant procedure. No adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was attempted implant as coronary wire was perforated when this lead was inserted. Subsequently, a different lv lead was successfully implanted. No additional patient adverse effects were reported. This lead is expected to return for analysis.

Manufacturer narrative:
This report contains correction in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, h1 type of reportable event, h2 if follow-up, what type and h6 impact codes.

Event description:
It was reported that this left ventricular (lv) lead was attempted implant as the coronary wire was perforated when this lead was inserted. Subsequently, a different lv lead was successfully implanted. No additional patient adverse effects were reported. This lead is expected to return for analysis. Additional information received indicated that the wire was perorated outside patient's body. The lead was damaged during the attempted implant procedure.